Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image blur, fogging. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was partially confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: insertion section water leakage is due to a cut on a-rubber. The most probable cause of the complaint is cause traced to component failure. Additionally, since the device malfunction "image abnormality" was not confirmed during evaluation, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.